Manufacturer narrative:
Date of event - corrected to (B)(6) 2019, as aneurysm enlargement was first observed on an unknown date in that month it is unknown which gore device contributed to the aneurysm enlargement, so pxc141400/88177938 will be included in this report code 22 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The treatment was completed without any issues after placing pxt261214 from the right side and pxc141400 in the left side of the patient. In (B)(6) 2012 (date is unknown), the follow-up examination showed no anomalies. The aneurysm diameter was approximately 41 x 43 mm. In (B)(6) 2018 (date is unknown), the follow-up examination showed no change in the aneurysm size. In (B)(6) 2019 (date is unknown), the follow-up examination showed aneurysm enlargement. The diameter was approximately 45 x 51 mm. In (B)(6) 2020 (date is unknown), a follow-up examination revealed that the aneurysm diameter expanded to 54 x 58 mm. Based on computed tomography (CT), no obvious endoleak was identified. On (B)(6) 2020, additional treatment was performed. As the landing zones of the proximal neck of the main body and the distal neck of the right leg were slightly short, proximal and distal type I endoleaks were suspected. However, no endoleak was identified by angiography. As a prevention, stentgrafts were additionally implanted both in the proximal and the distal to the index devices respectively. There was no endoleak after implantation. The final angiography revealed that there was a possibility of type ii endoleak from the lumbar artery. The physician decided to monitor and the procedure was completed.